Event description:
It was reported that the patient presented in the emergency department. It was noted that the pacemaker failed to capture and went into telemetry lockout. The pacemaker was explanted and replaced. The patient was stable.